Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received what is the procedure name? Shoulder replacement what is the procedure date? No confirmed date I was told they occurred "around (B)(6) 2021". What date did the reaction occur on? Skin reactions occurred post-op, and were identified "around (B)(6) 2021". What does the reaction look like and how large of an area does the reaction cover? On incision underneath the prineo mesh. Redness, irritation, and similar presentation. Do you have any pictures of the reaction? No please explain of what consisted the traditional care to treat the reaction mds and pas that reactions resolved once the prineo was removed and the patient was treated with antibiotics and anti-inflammatory medication. Was there any other medical or surgical intervention performed to treat the reaction (product removed; re-operation; re-closure; prescription medication)? If so, please specify. Product removed and medicine prescribed per the answer above ^. No further information provided by surgeon and pa. If medication was required, please clarify if it was prescription strength. Patient was treated with antibiotics and anti-inflammatory medication what is the most current patient status? Fine now and healed" per surgeon and pa. Can you identify the product code and lot number of the product that was used? Clr222us. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Yes. According to the surgeon and pa previously been exposed to prineo as a skin closure method on previous surgeries less than a year prior, with no reaction during their prior use of prineo. Additional information has been requested, however not received to date.. If further details are received at a later date a supplemental medwatch will be sent. What was the procedure date? What date /day post op was the reaction noted? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) no product will be returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a shoulder replacement surgery on an unknown date in 2021 and a topical skin adhesive was used. Post op patient experienced skin reactions/ dermatitis under the adhesive. Once removed reaction resolved with traditional care and the treated with antibiotics and anti-inflammatory medication. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: what was the procedure date? I was not provided with exact procedure dates by the surgeon and his pa. I was only informed that these reactions occurred in late 2021 what date /day post op was the reaction noted? The patient in the attached images presented during a follow-up office visit on (B)(6) 2021. Please describe how was the adhesive was applied. Applied per the IFU instructions for all 3 procedures per the pa. What prep was used prior to, during or after adhesive use? Not known at this time. Was a dressing placed over the incision? If so, what type of cover dressing used? Not known at this time. Is the patient hypersensitive to pressure sensitive adhesives? Not known at this time. Were any patch or sensitivity tests performed? Not known at this time. Patient demographics: initials / ID, gender, age or date of birth; bmi not known at this time. Patient pre-existing medical conditions (ie. Allergies, history of reactions) not known at this time.